Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-05170, device 2 of 8. (B)(4).

Event description:
It was reported by the end user that she "got reduced wear time because the starter hole was slightly off center. Usual wear time is 5 to 6 days, but only got 3 days with these." No photographs depicting the reported complaint issue was received from the complainant. No harm reported.

Manufacturer narrative:
Batch record review: the batch record review supports that there were no discrepancies related to the issue reported. This batch was manufactured following the applicable procedures, all machine and testing parameters were in accordance with the applicable procedures and specifications, the testing results were found satisfactory and no nonconformance related to the malfunction code in analysis was noted. The line clearance was executed per dr-sop-0094 ¿procedimiento de despeje de línea y chequeo de seguridad¿, the results were documented, and no issues were identified during the manufacturing process. The materials comply with the correct parameters, pi, ds, mt, tm and the results are satisfactory. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Executive summary of the nc: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise and the analysis of the applicable pfmeas, the most probable causes of the problem identified. A opportunity in the process was identified, since there is no functional or dimensional test implemented to inspect the concentricity of the disc in the mlk's. A visual test is currently being performed, but this defect may be visually imperceptible to the operator. A CAPA plan will be open to cover the preventive / corrective action resulted from this ncr. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.